Event description:
Exeter bone plug broke when being impacted into the femur. There was no impact to the patient and the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device was implanted.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported fractured component was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: a complaint history review confirmed two other similar events for the reported lot. Trending is being performed. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause.

Event description:
Exeter bone plug broke when being impacted into the femur. There was no impact to the patient and the procedure was completed successfully.